Event description:
Customer originally reported, "when suture opened, incorrect size available in package. Package states 6-0 mild chromic gut, but surgeon is finding suture to be a 4-0 in size." On 10/29/1998 additional info was rec'd via telecon. Reporter states that the complaint info is incorrect. She said, size was not the issue after discussing with the ophthalmic surgeon. The suture being darker in color than usual appeared to be larger in size. They feel that the suture is regular chromic gut suture. This is based on their experience with the sutures from this lot that have been causing more than the normal irritation/reaction to their pts' eyes. They also claim longer absorption rates are being experienced.